Event description:
Event description guidant received information that, months post-implant, the battery monitoring voltage status for this cardiac resynchronization therapy defibrillator (crt-d) is at mol2 (2.62v) with a 10 second charge time. It was noted that a memory dump would be performed and forwarded to guidant for analysis. The caller also inquired whether or not this model/serial crt-d was involved in the advisory/recall for this model device.